Event description:
It was reported that insufficient additive issues were found with unspecified bd blood collection tubes. The following information was provided by the initial reporter, "among the complaints, she said that the laboratory manager was starting to de-standardize the 1ml blood gas syringes, as they observed a 40% coagulation rate of the collected samples. Juliana checked if they were collecting beyond the capacity of the syringes and that was why she was coagulating and according to her research, this did not happen. They raise the suspicion that our syringes are not coming with enough heparin."

Manufacturer narrative:
H.6. Investigation summary : bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insufficient additive issues were found with unspecified bd blood collection tubes. The following information was provided by the initial reporter, "among the complaints, she said that the laboratory manager was starting to de-standardize the 1ml blood gas syringes, as they observed a 40% coagulation rate of the collected samples. (B)(6) checked if they were collecting beyond the capacity of the syringes and that was why she was coagulating and according to her research, this did not happen. They raise the suspicion that our syringes are not coming with enough heparin."